Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. The customer confirmed that after swapping the power supply of the unit, 24v is available on the output.

Event description:
The customer reported that the bellavista 1000's power supply light was not lighting up when connected to the mains, and the batteries were not able to be charged. In addition, the device alarmed blower failure, standby voltage low, and inspiration valve leaky. The customer confirmed via email patient involvement with the reported event which led the user to remove the patient from the device and initiate manual breathing with no injury or harm.

Manufacturer narrative:
Updated result and conclusion codes. Investigation analysis traced the reported issue to the facility's infrastructure as component failure was caused by fluctuations of power coming from the mains.